Event description:
The customer reported that the system stopped during an exam and was unable to boot back up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.